Manufacturer narrative:
A clinical specialist did an in-service on the machine in 2009. Following the daily qa procedure, the mcs found no fluid or air through any of the 7 channels. None of the 7 pumps on the machine were in working order; therefore, no high-level disinfectant or air was being pumped into the internal channels of the contaminated scopes at any time during the cycle. The scopes would still be contaminated and not usable for another pt. This machine was purchased to be used with regular glutaraldehyde in which high-level disinfection is achieved after 20-minute soak time, followed by 2 rinses per standard requirements for glutaraldehyde and manufacturer's directions for use. Facility is using opa at room temp (20 degree c) which requires 3 rinses after 12-minute soak time. (To change to a different chemical, a new software chip would need to be purchased and installed.). Facility returned the machine to manufacturer for eval. Machine received the following month. Per tech service, the machine failed the electrical tests that were performed and all channels were clogged. Operator's manual for the device states the user is to ensure that fluid is flowing through all channels to ensure proper cleaning and disinfection. Manufacturer believes user error contributed to the event.

Event description:
Upon further review of info from clinical specialist, it was decided that an MDR was warranted and will be filed at this time. A clinical specialist reported issues found at this facility during an in-service visit regarding their chris lutz machine (clmac-mv2) not functioning properly and thus allowing for scopes not to be disinfected properly. No high level disinfectant or air was being pumped into the internal channels of a contaminated scope at any time during the cycle. Potential for pt injury. Incorrect number of rinses being performed for the chemical disinfectant being used (opa). No pt injuries have been reported as of this time.